Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20668. Further follow up received clarified the lead which was explanted had lot number 5134497; (B)(4).

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20668. It was reported the patient's ( (B)(6)) leads were crossed and migrated cephalad (xrays confirmed). Also during the reprogramming session the patient experienced tingling sensation in the pain area (left foot). Consequently, the surgical intervention was taken on (B)(6) 2015 where one of the lead was explanted. Reportedly, effective coverage was restored and the issue was resolved. It is unknown which lead was explanted. Therefore, all the possible devices are being reported.